Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient charges 2-3 times a day. The caller was going to meet with the patient. It was discussed that cycling or removing electrodes to increase charge interval, and limitation of therapy as patient is on hd during the day and ld at night. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the actions taken to resolve the charging too often was that the patient was reprogrammed, and one lead was used as opposed to 2 to decrease amplitude. The rep was going to follow-up with the patient to determine if the charging too often was resolved. The information was confirmed with the healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the charging too often has not resolved as the patient still charges daily. No further information was reported or anticipated. It was noted that this information was confirmed with the healthcare provider (hcp).